Event description:
It was reported that the patient's ipg was unable to communicate with external devices. In turn the ipg was deemed inoperable. Surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced. Stimulation therapy was restored postoperatively.